Event description:
The report from the customer stated a pt death occurred in 2002 during a donation. During the third collection cycle the donor exhibited pallor, diaphoresis, labored breathing and seizure-like movements. The center staff called 911, disconnected the donor from the autopheresis-c instrument and put them in the shock position. The donor was responsive to verbal stimuli, and had air exchange and a pulse until approx ten seconds before the emergency medical services personnel arrived at the donor bed. The emergency medical services personnel initiated CPR, noted that the donor was in ventricular fibrillation, and transported the donor to the medical center. The precise time of death at the medical center is unknown at this time. The cause of death is unknown at this time. An autopsy has been ordered by the police.